Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The healthcare provider determined they would not recalibrate the sensor.

Event description:
A right heart catheterization was performed to check the patient's clinical status as well as confirm the validity of the pressure sensor readings. Direct side-by-side comparison of swan-ganz and cardiomems readings were not completed during the case. The physician is deliberating recalibration of the sensor.